Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.

Event description:
It is reported that when the surgeon attempted to place the threaded pin into the guide, the pin became stuck. When the surgeon attempted to remove the version rod for later use in the case, the rod was discovered to be cross-threaded and subsequently fractured at the threaded tip.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. As received, the alignment pin has scratches, gouges and is bent. Dimensions taken are within specification. Receiving inspection review indicates that all devices from the lot were manufactured to specifications. This instrument is manufactured on november 24th 2009 and had a potential field age of approximately five years. This device is used for treatment. A complaint history review was conducted for part # 00430900900. The complaint search identified no additional complaints for the same lot 61391303. Normal wear over the period likely caused the event.